Manufacturer narrative:
There is no indication of any system or component failure. Migration of components is a known inherent risk of implantable neuromodulation systems, however this case appears to also be directly related to the placement of the system into a location with unstable, fatty tissue.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. At the initial implant, the implantable pulse generator (ipg) was placed in an area on the lower back with fattier tissue, which did not provide adequate stability for the device. Due to the unstable tissue quality, the ipg migrated and also pulled one of the leads out of place. A surgical revision was performed on (B)(6) 2024 to replace the migrated and compromised ipg and lead (see MDR 3015425075-2024-00287). The new ipg was placed more superior on the patient's back and intra-op depth testing confirmed appropriate placement. Upon activation of the system, there were noted difficulties in maintaining communication between the ipg and the external therapy discs. Palpation by the physician found that the ipg had migrated within the pocket so that it was no longer parallel to the skin surface, making communication inconsistent. Manual manipulation was not successful in repositioning the ipg. Activation of the system was delayed to allow for healing at the surgical site and possibly allow the ipg to stabilize. Second attempt at activation after healing was again unsuccessful. On (B)(6) 2024 a second revision procedure was performed to place a new ipg higher on the patient's back, in an area with more stable tissue quality. The implanted leads remained in place and were connected to the new ipg using extensions.